Event description:
On 01-dec-23, nurse assist received a complaint via e-mail from (B)(6) of the following event. Description from nurse assist customer service e-mail: thank you for returning my call related to my concerns about the nurse assist, inc. Sterile water I used from (B)(6) 2022 while I was caring for my husband until he died. At your request, the following identifies the purchase that I made from amazon: item: sterile water for irrigation usp/ stericare solutions 250 ml item number: 6260 lot #: 22073568 exp: 2024-07-05 I look forward to hearing from you regarding this matter. On 11-dec-23, nurse assist received more information relating to the event from joyce a. Clampitt description from e-mail: your question: can you please describe the issue that you had regarding the use of our product, along with how you used our product? Answer: the issue that I have regarding your product, sterile water for irrigation usp/stericare solutions 250 ml, is that amazon notified me recently about a concern with the product. In response to a request, I provided the lot #22073568 involved. I used the product while caring for my husband during a period between (B)(6) 2022, at which time he died. Your question: how many affected bottles do you have? Answer: I currently have 6 unopened bottles and 1 opened bottle which has approximately ¼ of the water remaining.

Manufacturer narrative:
Reporter's spouse died in (B)(6) 2022.